Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "ceramic bearings for total hip arthroplasty are associated with a reduced risk of revision for infection¿ was reviewed for MDR reportability. The main purpose of the of the study was to determine if the revision for infection varied depending on the type of bearing surface used in primary tha. Between 1999-2003: 177,237 were implanted with thas. All patient were implanted with a pinnacle cup and a summit or corail stem. Ceramic on ceramic: 57,839. Ceramic on poly: 24,269. Metal on poly: 95,129. During the 14-year study below were the number of revisions based on the bearing surfaces: ceramic on ceramic: 253. Ceramic on poly: 130. Metal on poly: 536. *the exact revision dates are unknown for the patients. The following ips will be added to the pc: unknown acetabular cup-pinnacle cup. Unknown femoral stem: summit stem. Unknown femoral stem: corail stem. Unknown femoral head: ceramic head. Unknown acetabular liner: ceramic liner. Unknown acetabular liner: poly liner. Unknown femoral head: metal head.